Manufacturer narrative:
The alarm trace showed many abnormal sample aspiration alarms. The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 3 patient serum samples on a cobas 8000 - cobas e 602 module. On (B)(6) 2024, the initial troponin result for sample 1 was 12 ng/l, the sample was automatically repeated and the result was 20 ng/l. The sample was repeated again and the result was 13 ng/l. On (B)(6) 2024, the initial troponin result for sample 2 was <5 ng/l, the sample was automatically repeated and the result was 50 ng/l. The sample was repeated on another analyzer and the result was <5 ng/l. On (B)(6) 2024, the initial troponin result for sample 3 was 7 ng/l, the sample was automatically repeated and the result was 76 ng/l. The sample was repeated again and the result was 7 ng/l.